Event description:
The user facility reported that after a service was completed on the processor by a user facility technician to repair a small water leak, a small amount of smoke emitted from the back of the unit during a processing cycle. Hospital personnel shut off the unit and requested service by steris. No reported alarms, evacuations or injuries were reported however several endoscopy procedures were cancelled and subsequently rescheduled.

Manufacturer narrative:
The repair immediately completed prior to the reported event was performed by the user facility technician; there was a small water leak due to a damaged washer on the drain hose. A steris technician went on-site and it was reported to him that the facility technician who completed the repair had flipped the system 1 upside down on its lid during servicing. The steris technician inspected the unit and found a crack on the underside of the lid, a minor water leak by the header block, and the solid state relay was bulged and appeared burnt. The action of turning the system 1 upside down likely allowed residual water from the chamber to exit through the damaged lid and onto the solid state relay, resulting in an electrical short condition. The technician replaced the lid assembly, solid state relay, and circuit breaker and confirmed the unit was operational. The processor was not under steris service contract however subsequent to the reported event the customer has requested the unit be placed under steris' service contract.